Event description:
Additional information was received for this (B)(4) study patient/ cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The patient presented with a (B)(4) study, ccs class ii angina, and a 70% stenosis in the mid left anterior descending (lad). The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 13 mm. In the mid lad. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab report is unavailable. Additional data, including ECG tracings taken during this admission was requested. The site did not provide requested documentation with a note that per pi review, patient's elevated cardiac enzymes does not represent ae. The patient was discharged two days after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedure mi per cec adjudication. This is a (B)(6) female with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, pvd/claudication, and diverticulitis. Allergies: codeine, fluoxetine, hydrochlorothiazide, and zoloft. The patient presented with a positive ischemia study, ccs class ii angina, and a 70% stenosis in the mid left anterior descending (lad). The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 13 mm. In the mid lad. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Prior to procedure, on (B)(6) 2010 at 10:05, the ck was 57 (nl 215, ratio <1), the ckmb was 1.5 (nl 6.0, ratio <1) and the troponin I was 0.01 (nl 0.06, ratio <1). Post-procedure, on (B)(6) 2010 at 16:47, the ck was 56 (ratio <1), the ckmb was 1.9 (ratio <1) and the troponin I was 0.09 (ratio 1.5). On (B)(6) 2010 at 04:52, the ck was 85 (ratio <1), the ckmb was 4.6 (ratio <1) and the troponin I was 1.22 (ratio 20.33). The ECG core lab report is unavailable. Additional data, including ECG tracings taken during this admission was requested. The site did not provide requested documentation with a note that per pi review, patient's elevated cardiac enzymes does not represent ae. The patient was discharged two days after the procedure on dual antiplatelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104819 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.